Event description:
The customer reported to olympus, during a scheduled facility review repair reduction observation at the facility, the endoscopy support specialist (ess) observed the evis exera iii colonovideoscope being stored in cabinets that were too short, causing scopes to touch the bottom of cabinet at a curve instead of vertical as described in the olympus instruction for use (IFU). Subsequently, ess called technical assistance center (tac) to report the event. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. Section was inadvertently checked; the device was not returned as noted in the initial report. During the onsite visit, the olympus endoscope support specialist (ess) covered the guidelines on transporting, reprocessing and storage of flexible endoscopes per the on-track form and reprocessing manual. Ascension infection prevention was in attendance during observation and was aware the facility was not in compliance with the olympus IFU for proper storage of endoscopes. Facility has committed to replacing the storage cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the event occurred because the facility staff was insufficiently trained on the storage of the device. This issue is covered in the instructions for use: ·"some professional guidelines as well as olympus recommend storing endoscopes in an endoscope storage cabinet with the insertion tube and the universal cord hanging vertically. ·touching a reprocessed endoscope and/or accessories with contaminated gloves or placing them on a contaminated hanger or surface, including letting them touch the floor, will recontaminate them." Olympus will continue to monitor the field performance of this device.